Manufacturer narrative:
Follow-up #1 date of submission 11/14/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/01/2013 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad button was intermittently responsive. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, reporter contacted animas, alleging that the buttons are wearing off on the pump. In subsequent call, reporter stated that the ¿up arrow¿, ¿down arrow¿ and the ¿ok¿ buttons are responding intermittently to presses and the button issue has gotten progressively worst over the past couple of months. Reporter denied that there was damage, trauma, or moisture ingress to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.